Event description:
In 2011, an epic mitral valve was implanted. In 2015, the valve was explanted due to decreased function. At the time of explant, vegetative growths and calcification were present. A regent mechanical heart valve was implanted. Limited details were provided and attempts to get further information were unsuccessful.

Manufacturer narrative:
Gtin: unknown as the lot and serial numbers are unknown. The manufacturing location (B)(4) is an estimate as the lot and serial numbers are unknown.

Manufacturer narrative:
The results of the investigation are that the submitted valve was not the sjm epic valve. It was confirmed the returned product was a medtronic-manufactured valve and therefore it has been determine the reported complaint is not associated with an sjm product. Contact has been made with the medtronic customer technical support team and the valve and contact information for the physician have been provided to a medtronic representative.